Event description:
Patient presented to the physician, three weeks post-implant procedure, with neck pain and redness at the neck. Due to a potential infection, the physician admitted the patient and administered IV antibiotics. The patient was discharged, and a round of antibiotics was prescribed. Patient returned for a follow-up appointment with improvement.

Event description:
Patient presented back to the physician with an infection at the neck incision site. Physician brought the patient into the or and removed the entire inspire system.